Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during the fill tubing step, consistent with a device flow obstruction, and was guided through a rewind without a cartridge and a dry run past 120 units with success, after which they proceeded with a full supply change using new supplies; the device problem is consistent with a complete blockage localized to the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during guidance, and the issue aligned with a complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.